Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was displayed as high; cause was due to occlusions. Reportedly, the occlusion and customer's high bg level was resolved after performing a supply change. Customer also delivered a correction bolus via pump to address bg level, and continued to use the pump for insulin therapy.